Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was displaying inaccurately high results compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 6am. The patient alleged obtaining a reading of "515mg/dl" and he bolused insulin via pump according to the reading. The patient reported 1.5 to 2 hours later he felt symptoms of hypoglycemia including "feeling goofy." The patient reported having cereal, and felt better between 8:30-9am. He reportedly tested on the lfs meter and obtained a reading of "53mg/dl" which he believed to be correct. The patient reported eating "carbs and syrup" and tested again on the lfs meter and obtained readings of "68 and 60mg/dl." The patient reported some time later he ate lunch and tested on the lfs meter and obtained a reading of "502mg/dl." The patient reported, he immediately took another reading and obtained a reading of "202mg/dl" which he believed to be correct. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported testing again on the lfs meter and obtained a reading of "141mg/dl" and ate lunch. At the time of troubleshooting, the cca documented that the meter was in the correct unit of measurement at the time of testing. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the patient performed a meter vs same meter comparison that meets lfs' criteria for precision testing.

Manufacturer narrative:
(B)(4): the meter met specification and was found to function properly. The meter was tested and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.